Event description:
It was reported that approximately 5 months post-implant of a bifurcated device, a proximal type I endoleak was identified on a computed tomography scan. Reportedly, the proximal neck had dilated since the initial implant causing a proximal type I endoleak. The patient was treated with an infrarenal aortic extension, which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned to manufacturer.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Physician notes were provided and reviewed by a clinical representative. The review indicates that some of the possible causes of endoleaks are poor graft apposition to the aortic wall, improper sizing of the stent graft or aneurysmal disease progression. In this case, there are insufficient records to determine a root cause for the reported endoleak. A manufacturing record review was performed and the lot met all release criteria with no related issues and deviations that explain the reported event. The lot usage history shows that no other units from this lot have been involved in similar event. Corrected data: expiration date; contact office.